Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch on up and down arrow button. Moisture damage was also noted on keypad traces. No button error alarms noted. It was unable to confirm the unexpected battery out limit alarms due to the keypad anomaly. Device was monitored and the time clock advanced properly. No frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose of 410 mg/dl the day before. It was stated that the insulin pump froze and then alarmed button error. The customer changed the battery and received a battery out limit alarm. Father stated that the customer was on a field trip and the device was splashed. Blood glucose value was 167 mg/dl. Customer had reverted to manual injections. The insulin pump was replaced and returned for analysis.